Manufacturer narrative:
Please disregard MFR report number 1818910-2013-20270, as it was created in error.

Event description:
Litigation alleges patient had pain, discomfort, malaise, swelling, immobilization and tissue damage after asr hip implant. Update: (B)(6) 2012 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2013-sales rep reported revision surgery due to patient's request. There was no new information that would change the outcome of the investigation. Dor: (B)(6) 2013. Update: (B)(6) 2013 - medical records indicate patient was revised due to metallosis. Additionally, the revision report indicates that in examining the calcar, there were a few areas that were suspect for a possible nondisplaced fracture. The newly implanted stem has been added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.